Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a foreign material, like a piece of metal, and inflammation was observed in the patient's eye during the one day postoperative visit. The initial procedure was a trabeculectomy and cataract procedure (with iol implant) to the left eye. The inflammation was relieved with eye drops. Eight days after the initial procedure, some of the foreign material was removed with anterior chamber washing with a cannula attached to a syringe. There were about 3 particles left in the front of the iris. No additional information is expected.

Manufacturer narrative:
Additional information provided. No phaco tip sample was returned for evaluation for the report of metal foreign material present within the eye with inflammation; therefore, the condition of the product could not be verified. Four syringes were received for particle testing with metal particles in liquid removed from eye. Two photos were also provided with the complaint file. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The photos provided with the complaint file were reviewed. Two pictures of eyes are present. A few white specs of foreign material can be observed within the eyes. No material identification can be made. A particle analysis was performed on the material contained within the four syringes. Dark particles present within the syringe liquid were determined to be blood. The analysis showed one reflective particle in the liquid to be metal composed mainly of titanium and vanadium. The analysis indicates the size of the metallic particle to be 75m. The sample analysis does confirm the presence of a metal particulate present in the eye, but the very small size of the particulate is considered acceptable. The exact reason for this very small particle cannot be determined from this evaluation, but the most likely source of the particle is from the phaco tip. No phaco tip was returned for this complaint. A metallic particle of this size may incite a minimal inflammatory reaction, but as noted in the complaint file, the inflammation symptoms were relieved for this event with eye drops by the doctor. This metal is also not a problem during scanning magnetic resonance imaging testing. No specific action with regard to this complaint was taken by the manufacturing facility because the root cause for this foreign material cannot be determined. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. An additional process is also used to minimize metal particles that would be generated by the phaco tip during its surgical use. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).